Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0fns7, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported a wire touched the patient¿s tailbone nerve during implant. The patient¿s stimulator was protruding and causing pain. The patient was not instructed on how to turn stimulation off. The system was replaced two months later. The new stimulator was put in a new pocket and did not protrude.

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. The patient had an appointment on (B)(6) 2014. The patient also still had concerns with their device or therapy but had not sought further help. The patient was in the "30 day window" and they needed help as their hcp no longer took their insurance.